Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during the load process. Reportedly, the contact was unsure if the customer followed the on-screen instructions. The customer's blood glucose level was not impacted. It was indicated that the customer was able to load a cartridge successfully.